Event description:
It was reported that after the iab was inserted at the time of ptca, the pump experienced helium loss alarms and a purge failure alarm. The pump was powered off and then back on, but the problem continued. Therefore, the iab was removed and replaced. There were no further complications.

Event description:
It was reported that after the iab was inserted at the time of the ptca, the pump experienced helium loss alarms and a purge failure alarm. The pump was powered off and then back on, but the problem continued. Therefore, the iab was removed and replaced. There were no further complications.